Manufacturer narrative:
Explant date: n/a (not applicable). The lens remains implanted. (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after following the directions for use the surgeon saw a string of hair or plastic while implanting the iol (intraocular lens). The surgeon removed this during aspiration, but did not collect it. The surgeon thought it was not from the healon because it seemed to be attached to the iol. There was no vitrectomy or incision enlargement required. No patient injury reported. The lens was fully inserted and there was no delay in the procedure. No additional information was provided.